Event description:
It was reported that a (B)(6)-year-old female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 590cc gel breast prosthesis (left device) and an unspecified mentor smooth gel breast prosthesis developed asymmetric breasts post implantation. Bilateral asymmetry was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 750cc gel breast prostheses on (B)(6) 2022. Rupture of the patient¿s left breast prosthesis was discovered during explant surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 590cc gel breast prosthesis (left device) and an unspecified mentor smooth gel breast prosthesis developed asymmetric breasts post implantation. Bilateral asymmetry was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 750cc gel breast prostheses on (B)(6) 2022. Rupture of the patient¿s left breast prosthesis was discovered during explant surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-feb-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture occurred in the breast implant. In addition, the patient developed breast asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-dec-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, a rupture occurred in the breast implant. In addition, the patient developed breast asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received incomplete. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).